Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-16252, 2017865-2020-16255. It was reported that the patient presented with a burst capsular bag due to pocket erosion. The physician suspected an infection and removed the pacemaker, right atrial and right ventricular leads. The patient was in stable condition.